Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the nozzle. The device is returned loose in the carton. The lens stop and the plunger stop has been removed. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. Iol returned in the body of the ultrasert device where the plunger is placed. Iol cannot be removed as it is stuck to the internal part of the ultrasert body and it is not possible to reach it. The product investigation could not identify the root cause for the reported complaint, as the lens was returned outside of the nozzle placed in the internal body of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during the intraocular lens (iol) implantation a defect was observed with the lens. It was further clarified that loading the lens was not a problem but when the lens was placed in the eye it was stuck in the lens loader. The surgery was completed on the same day with a new lens. There was patient contact but no harm to the patient and the current condition was good. No medical intervention was needed.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).